Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-078: user hematocrit low. Note: manufacturer contacted customer in a follow-up call on 27-aug-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error message (e-0). Partner is calling on behalf of the customer. The customer feels well and did not report any symptoms. Caller advised that on (B)(6) 2025, customer became unresponsive, and the ambulance was called. When the ambulance arrived and the customers blood glucose was checked, it was 20 mg/dl (undisclosed fasting/non-fasting). Customer was taken to the hospital where he was given IV fluids and kept until he was released on (B)(6) 2025 with instructions to follow up with his pcp. Customer was not given any additional medications. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 09/30/2026 and open vial date is about 1 week ago.